Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient received inappropriate atp due to noise on the rv lead. Low pacing lead impedance was also noted. On (B)(6) 2016, the lead was capped and replaced. There were no patient symptoms, the patient is fine.

Manufacturer narrative:
A partial lead with the connector pin measuring 24.0cm was returned for analysis. External insulation abrasion was noted at 13.7-14.1cm from the connector pin, consistent with lead friction to the ICD can. The sensing, rv, and svc conductors etfe were abraded at this location. This is consistent with the field event of noise, low pacing lead impedance, and inappropriate hv output.